Event description:
Pt underwent pacemaker implantation in 1999 for complete heart block due to sick sinus syndrome. On follow-up check of pacemaker 8/23/1999, lead malfunction was noted. The pt underwent lead replacement in 1999.